Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device had intermittent operation. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function. It was noted in the service order that the device had an unspecified malfunction and was being used with a second small battery drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.